Event description:
A hydrothermablator procedure set was used during a hydrothermablation procedure(age, weight unknown). According to the complaintant, there was a fluid loss alarm rate at 50 cc per minute and it was thought that this had caused a perforation of the ureter. The max temp was 37c, the device was removed and tested with cap over end of sheath, when it was noted that there was a crimp in the plastic around the tip of the sheath. After another fluid loss alarm of 45cc, the perforation was confirmed a polypectomy was performed and the patient sent home. The perforation required no intervention. There were no further complications as a result of this event.

Manufacturer narrative:
As received, there is a crease approximately 30mm in length in the plastic at the tip of the probe. Post -disinfection initial condition: same as above. Only the sheath was returned for evaluation; a new cassette, tubing and dhc were assembled to the set and the procedure set tested properly. A device history review was performed, no anomalies were noted.